Manufacturer narrative:
Vp of medical affairs tried to contact the treating physician to obtain additional information but did not receive any responses from the physician. Acclarent sale representative confirmed that the patient has done well and had no sequelae. The medwatch form will be updated if additional information becomes available. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.

Event description:
Acclarent was notified on (B)(6) 2013 of an event during a sinus surgical case when acclarent balloon dilation technology was used. The physician tried to put the irrigation in place on the left maxillary and met resistance during the balloon sinuplasty procedure. The scrub technician was advised to pull back the irrigation catheter and proceeded irrigation. Patient eye was swelling up. The physician performed a cut near the eye lid to relief the pressure and for it to drain. He also performed a cauldwell luc procedure to get a better view of the inside of the maxillary to relief any further pressure as necessary. The left cheek swollen went down and the patient had no other issues.